Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that this catheter, once deflected inside the heart, it did not deflected properly. The returned complaint catheter was examined visually and for deflection characteristics. The deflection was found to be outside specifications. Analysis showed the off-plane and the pre-curve values of this catheter while deflecting are out of specification, but this is due to the returned condition since minimum curve was found within specification and evidence of this device being mishandled. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during a procedure, after the catheter was placed in the left ventricle with a retrograde approach, it could not be deflected properly. Thus the catheter was retrieved by passing it into the aorta and flexing the catheter tip. Also the catheter would not relax after being flexed. The procedure was carried out by using another catheter. No adverse event was reported.